Event description:
It has been reported to the co that during a procedure in which the physician attempted to dilate a mid right coronary lesion, as the guide catheter proceeded to intubate the artery a spiral dissection originating at the ostium reportedly was observed. The placement of three stents was required to control the dissection. The patient is reported to be in stable condition. The device is not being returned for evaluation as it has been discarded by the hospital.